Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "it was reported by the pt that ever since her total knee replacement, she has experienced extreme pain, and swelling. She would reach out to her surgeon but his response would be for her to work harder at her physical therapy. During one of her sessions, the physical therapy notice some knocking in her knee. The pt then decided to receive a second opinion and reached out to dr. (B)(6), md. X-rays were taken and the pt stated that her knee had come part. Pt was then scheduled for a revision surgery with dr. C. Sometime in (B)(6) 2008 (approx) at... Hospital in new orleans."